Manufacturer narrative:
The suspect device was returned to olympus for repair and evaluation. The reported problem was confirmed. The power switch was observed damaged and was noted to be a previous version. Upgrade to a new version power switch was performed to resolve the problem. The device history record for the subject device was reviewed and no anomalies were found which would cause or contribute to the reported problem. The legal manufacturer performed an investigation. Based on the results of the device evaluation and the available information, the investigation determined the likely cause of the reported event was failure of the power switch due to design. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
A user facility reported to olympus that the power button was broken and non-functional. The problem, as reported to olympus, was first identified during maintenance. There was no patient injury, associated with the problem, reported to olympus.